Event description:
It was reported the system failed to generate fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, power supply, rtos, gpos, gib, and ffb were replaced during the service call. The system was tested and found to be working as intended and put back into service.